Event description:
Reference number (B)(4). Event occurred in turkey, it was reported that on (B)(6) 2024 one infusion set cannula was crimped and site of location is abdomen and bent cannula occurred during insertion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.